Manufacturer narrative:
The manufacturer previously reported a voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that "wife has cancer due to device". Medical intervention was not specified. No further detail was provided by the customer. The previous report had the incorrect type of reported complaint selected. This report is being filed to correct this information.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that "wife has cancer due to device". Medical intervention was not specified. No further detail was provided by the customer. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that "wife has cancer due to device". Medical intervention was not specified. No further detail was provided by the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally and internally observed that high pitch blower whine, unknown tan contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box, unknown black contamination (dust-like), inconsistent with degraded sound abatement foam, in the iso port (international organization of standardization), unknown white dust-like contamination in the blower box, dust-like contamination on top and bottom of the blower motor and the blower motor seal, black contamination, consistent with keratin, at the air outlet of the blower box, black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. Box h has been updated.